Manufacturer narrative:
Concomitant medical products: product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 37746, serial# (B)(4), product type: programmer, patient. Product ID: 37754, serial# (B)(4), product type: recharger. (B)(4).

Event description:
It was reported that the patient experienced overstimulation. There had been no exposure to emi or MRI. The patient had fallen once down the stairs about 3 months prior to the report but there was no change in stimulation associated with that fall. The patient had a sudden onset of intense stimulation up to their head and through their body and did not have their remote with them. The patient was met by a manufacturer representative and they turned the stimulation off. All of the impedances were within normal limits. The device was reprogrammed. The patient went home to try using the stimulation again and monitored for overstimulation. The patient continued to have the sensation in their head and arms with the stimulator off through (B)(6) 2015. The patient was going to see their doctor as the sensation was probably unrelated to the device.

Event description:
Additional information received reported that impedances were checked and the spinal cord stimulator was turned off. The patient continued to have sensation in head and arms with the stimulator off through yesterday and into today on the day of this report. The patient was advised to see the doctor for further evaluation as this was probably unrelated to the stimulator.